Event description:
Rptr has borderline lupus with lupus flares, joint and muscle pain, bladder and bowel incontinence, headaches, fevers, rash, hair falling out, weakness, "blackouts, or absence seizures," word and memory loss, sores all over back, thighs and shoulders, optical floaters and showers of light, chronic fatigue, vascular episodes, raynaud's, difficulty swallowing, choking, depression, "sicca" symptoms and swollen salivary glands.